Manufacturer narrative:
Product analysis summary: the full lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The distal electrode of the lead was missing the mcrd (monolithic controlled release device) that contains the steroid. Concomitant medical products: d314drg ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was returned with no performance allegations. The lead was analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.